Event description:
According to the reporter, during firing on the stomach in laparoscopic gastric sleeve last (B)(6), the device was not able to fire. The surgeon could only squeeze the handle once during firing, then it stopped. The staple line was incomplete in the proximal area and they took another reload to fixed the staple line. They replaced the reload with another reload to resolve the issue in order to complete the case and it worked fine. There was no patient injury.